Manufacturer narrative:
Device issue with inomax dsir# (B)(4) ((B)(4)). The review of service order findings was completed on 22-july-2015. Inomax dsir# (B)(4) was returned to the manufacturer for routine 1 year preventative maintenance (pm). The pm included service log review and subsequent performance testing. The regional service center (rsc) service log review revealed a high nitric oxide (no) alarm (actual value 61 parts per million ppm) followed by a delivery failure (df) alarm due to measured no greater than 100 ppm while delivering 22 ppm no. The device was immediately restarted. Another df alarm was reported and then a low no calibration was performed which failed due to elevated low point counts (actual: 1757). This was followed by a failed no cell alarm with concentration counts: 1731 and then another failed low no calibration with elevated low point counts of 1305. The elevated no counts fell back to normal over a 3 hour period. The no sensor was replaced. A full functional test was performed and the device operated according to specifications so it was returned to the device service pool. The root cause for this report is no calibration low counts above maximum. This condition will be tracked and trended under the company's quality system. Although the customer did not report an adverse event with this device; this report is being submitted to regulatory authorities because a similar failure occurred in the past which resulted in a serious adverse event (MDR 3004531588-2013-00022).

Event description:
Failed no sensor (device issue). Case description: on 22-july-2015, during a routine review of service order findings from a regional service center (rsc) located in the united states, the company's quality representative identified that inomax dsir# (B)(4) experienced nitric oxide (no) calibration low counts above maximum. Although the customer did not report an adverse event with this device, no calibration low counts above maximum in a similar device was associated with a serious adverse event in the past and is considered a reportable failure/event. Case comment: 29-july-2015: this is a non-serious, post-marketing device report. A routine review of service order findings revealed an inomax delivery device dsir failure of nitric oxide calibration low counts above maximum. No adverse event associated with the device failure was reported. The case is considered reportable because a previous similar device event had been associated with serious adverse patient consequence (index case MDR #3004531588-2013-00022).